Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock lead impedance measurement greater than 200 ohms four days post implant. Boston scientific technical services (ts) discussed a possible connection issue and advised checking the shock impedance measurements in different vectors and doing defibrillation threshold (dft) test. Additional information indicated that the device was reprogrammed and the shock impedance measurements obtained, thereafter, were normal. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.